Event description:
Healthcare professional additionally reported device was implanted and "the leak originates from the tab area at the ~2:00 o¿clock position with anterior side up. I squeezed on it to produce a flow of saline". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: one of the expanders is not inflating.

Event description:
Healthcare professional reported unknown side expander is not inflating. It was unknown if the device was implanted.